Event description:
As reported: the evar procedure took place without any problems, we see no reason to provide details about the patient. The problem is repeatedly the manta hemostatic valve - the passage of the manta device through the valve to the sheath. The manta depth measurement successfully, introduction of the manta sheath in accordance with the IFU without any problems. Introduction of the 14f manta device through the flap on the sheath was not possible. Due to the fact that there is no problem related to the patient and, evar procedure, complaint is only related to the mechanical problem with the sheath valve. Additional information on 03aug2022: based on the statement of the physician, he refused to fill out the product complaint forms, because the fault is a technical problem with the haemostatic valve on the 14f manta sheath. Also, this problem did not cause any harm to the patient during the procedure. After multiple good faith attempts, the account would not release any additional information or respond to the requested questions. Associated to MDR 3010252479-2022-00329 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Two manta units, 2 dilators and 2 sheaths were returned. Blood particulates were noted on all the units. Units were decontaminated and inspected. Levers of the mantas were not engaged. Resistance was observed when the units were functionally tested for advancement. One of the button valves of the sheath was slightly displaced compare to the other. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was deployed for closure. No issues were encountered during the initial procedure, depth measurement, placement of the manta sheath; and no patient complications were reported. The physician attempted to insert the bypass tube through the hemostatic valve of the manta sheath and reported the bypass tube would not fit, was not possible to advance, and unable to connect the manta device to the manta sheath. A second manta vascular closure device was opened, resolving the issue. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.